Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was admitted for a generator change out procedure, an x-ray revealed externalized conductors of internal pacing/shocking wiring between the superior vena cava and right ventricular coils. The physician decided to electively cap the lead. The patient condition was stable after the procedure.